Manufacturer narrative:
Device evaluation: lens was returned dry, in a bent condition in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found foreign material (fibers) on the lens surface. Work order search: no similar complaints were reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -12.5 diopter in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to glare/haloes. As of (B)(6) 2017, the patient is well on towards recovery. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens, diopter -12.5 into the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to glare/haloes. As of the date of MDR reporting, the lens has not been returned for evaluation.